Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube, were embedded fm. No report of medical interventions or serious injury.

Manufacturer narrative:
Procode: corrected to n/a. PMA/510k: corrected to exempt.